Event description:
It was reported that the customer's insulin pump alarmed motor error. The customer's blood glucose reading was 480mg/dl. Troubleshooting was performed, and the drive support cap appears to be normal. Assisted the mother to run the displacement test and the test failed. The caller stated that the device was not exposed to a high magnetic field. No further information was provided.

Manufacturer narrative:
The insulin pump received with motor error alarms during rewind due to corroded motor home switch.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.